Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure is part of the (B)(6) trial. The original procedure was performed with a silverhawk device on (B)(6), 2010. The site reported onset of arterial thrombosis on (B)(6), 2010. The patient presented to the emergency department with worsening pain in the right leg and fever for one week, as well as 2nd to 4th toe edematous, blue and with purulent drainage. The patient underwent amputation due to gangrene of the digits 2 through 5, including the phalans and metatarsal level. Then (B)(6), 2010, the patient presented to the hospital with intermittent pain and gangrenous big toe. The chopart amputation was due to disease progression. Finally, on (B)(6), 2010, a below the knee amputation was performed of the target limb due to gangrene.